Event description:
It was reported that during an elective laparoscopic cholecystectomy, intra-operative cholangiogram and possible biliary reconstruction. At 0835 hrs and was technically straight forward with identification and dissection of the cystic duct and artery. The cholangiogram did not identify a significant narrowing in the bile duct, therefore there was no need to proceed to an open operation with resection of the bile ducts. The cystic duct and artery were clipped with metal clips. The clips were loaded individually into the jaws of a reusable clip applier by the scrub nurse. The instrument was then passed down the laparoscopic port and the clips applied to the vessel or duct. The surgeon recalls that for this operation the clip (or clips) initially applied to the artery appeared to be mobile suggesting that it had not been correctly applied. Therefore, this clip was removed and another clip used in its place, which appeared to be satisfactory. The surgeon noted that it is customary for two clips to be applied to the artery and duct on the side that is remaining and one clip is applied to the end of the vessel or duct which is being removed with the gall bladder to provide a level of safety should one of the proximal clips fail. The artery was then divided between the two clips on the proximal side and the one clip on the side being removed. There was no bleeding on division of the vessel suggesting at the time that the cystic artery had been adequately clamped. The gall bladder was then dissected off the liver and removed from the abdomen. The operation was completed by 0915 hrs.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4) unknown device location. Summary of post operative events: patient was noted to have a 200 ml bleed from the port site wound. The surgeon was notified and skin restored at the port side. Patient was stable in recovery, returned to ward approximately midday. Initially alert, pain free and orientated. Noted to have elevated blood pressure (199/90); administered 5mg amlodipine orally. 1505 hrs - patient stated she "felt unwell and sweaty". Blood pressure was 65/44. 1650 hrs - assessed by medical officer diagnosed hypovolaemia, treated with intravenous fluids (bolus). 1940 hrs - patient had become sweaty and clammy +++. Blood pressure at this time 106/71. Review of haemoglobin noted it had dropped from 143 to 93. Surgical registrar contacted, reviewed patient and informed surgeon of patient condition. Patient returned to theatre and second operation (laparoscopy) commenced 2145 hrs. Old port sites reused to enter abdomen, large amount of blood (approx 1.5 litres) in the abdominal cavity. Cystic artery found to be bleeding secondary to clips having fallen off. Surgeon indicated this was clearly the cause of the bleeding. Surgeon has indicated that he believes it is likely that the use of the reusable clip applier contributed to the inadequacy of the second clipping of the cystic artery at the time of the first operation. The cystic artery was re-clipped and the bleeding controlled. A drain was left in to monitor for further post operative bleeding. The patient did not lose consciousness prior to the second operation, but was very acidotic following the haemorrhage; liver and kidneys had been severely affected by the low blood pressure. The patient was admitted to intensive care, seemed to have improved and discharged from intensive care (B)(6) 2008 alert, orientated and obeying commands. Over the next few days, she gradually deteriorated and became increasingly drowsy, unresponsive with a very high blood pressure. Monitored by medical teams and on (B)(6) 2008 had an elevated respiratory rate of 40 breaths per minute. CT scan did not reveal any infarcts. Patient was readmitted to intensive care, continued to deteriorate requiring intubation. The cause for deterioration was not entirely clear; MRI suggested an abnormality of the brain stem and deep white matter. Neurologist review felt this to be associated with a poor prognosis; patient was now in multi-organ failure requiring high doses of medication for blood pressure support. Given the extremely poor prognosis decision was made to withdraw care and patient died (B)(6) 2008. The surgeon noted the following: "we had had issues with this type of clip applier previously. In particular, it was sometimes difficult to ensure smooth passage of the clip applier through the laparoscopic port with the result that there was sometimes minor dislodgement of the clip in this process and subsequent misapplication around the cystic duct or artery. Certainly in this case the application of the clips was initially inadequate and these were replaced. However, the reapplied clips appeared to be secure. Nevertheless, the dislodgement of these clips post operatively, perhaps partly precipitated by the very high blood pressure post operatively, is likely to have been due to failure of the reapplied clips to fully secure the artery. It should be noted that this type of clip applicator is no longer used at the account. Preloaded single use (disposable) multiple firing clip applicators are now used." The event was not reported to ees until litigation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.